Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributor performed a checkout of the equipment and confirmed dust particles over the control board and the cable from serial isolation board to control board was loose. The dust was cleaned and all cable connections were reset the unit was returned to service.

Event description:
The hospital reported the unit switched to service mode and lost the ability to mechanically ventilate. There was no report of patient involvement.